Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: primary tritanium hemi cluster hole cup 48mm; cat#502-03-48c ; lot# mmmxrv, delta v-40 ceramic head 32/+4 ; cat#6570-0-232 ; lot# 44592401, size 2 accolade ii 127 deg; cat#6721-0230: lot#unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Patient is part of the tritanium primary acetabular shell study and reported pain in the study hip during the 6-year visit. She reported occasional stiffness upon rising or after sitting for long periods of time.